Event description:
Ous MDR - after an implant duration of about 39 months, it was reported that the pt went to the emergency department complaining about some syncopal episodes within the past three days. Apart from the syncopes, no further adverse pt side effects were reported. The device was explanted.

Manufacturer narrative:
There was no info provided about any issues seen with the pacemaker. Therefore, we do not know if there was a malfunction or not.